Manufacturer narrative:
A partial lead with the connector pin measuring 11.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a follow-up check, high pacing lead impedance and high capture threshold were observed when the device was interrogated. The lead was capped and replaced on (B)(6) 2018. There were no adverse consequences to the patient.